Manufacturer narrative:
Patient was in their 70's. Onset of peritonitis was not reported. Patient symptoms occurrence date was (B)(6) 2016 and the patient was hospitalized on (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized at the time of onset. On an unreported date, the patient was treated with unspecified antimicrobial therapy (dose, frequency and route not reported). On an unreported date, the patient experienced cloudy effluent and abdominal pain which are manifestations of ongoing peritonitis. The patient was hospitalized one day after symptom manifestation. The ongoing peritonitis was due to insufficient antimicrobial therapy. Treatment with antimicrobial therapy was continued. Eleven days after hospitalization, the patient was discharged and had recovered from the event. Dianeal and extraneal therapies were discontinued. Additional information is not available.